Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other applicable components are: product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator. Literature: roldan, p., real, l., salvador, a., tabares, d., capilla, p., pastor, f., lainez-andres, jm., gonzalez-darder, j. Malignant lif e-threatening deep brain stimulation withdrawal syndrome. The hariz-johansson initial description. Stereotact funct neurosurg. 2017;95 suppl 1(supplement 1):1-460. Doi: 10.1159/000478281. If information is provided in the future, a supplemental report will be issued.

Event description:
1.a (B)(6) year-old male patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) was admitted to the hospital ICU due to pneumonia related to battery depletion. The authors added that quickly after the stimulator ran out of battery the patient presented with severe systemic and neurological deterioration, including rigidity, akinesia, dysphagia, severe respiratory distress, and lung infections ¿that were attributed to their previous neurological condition.¿ ten days after admission it was verified that the battery was off and a replacement was performed. Device replacement halted the patient¿s deterioration and improved their hoehn and yahr pd staging from 5 to 2, but some deterioration in their neurological state remained even after replacement. 2. A (B)(6) female patient with stn-dbs for pd was admitted to the hospital ICU due to pneumonia related to battery depletion 4 years after implant. The authors added that quickly after the stimulator ran out of battery the patient presented with severe systemic and neurological deterioration, including rigidity, akinesia, dysphagia, severe respiratory distress, and lung infections ¿that were attributed to their previous neurological condition.¿ the battery was replaced one month after admission. Device replacement halted the patient¿s deterioration and improved their hoehn and yahr pd staging from 5 to 3, but some deterioration in their neurological state remained even after replacement. 3. A (B)(6) female patient with stn-dbs for pd was admitted to the hospital ICU due to severe urinary tract infection and septic state related to battery depletion 7 years after implant. The authors added that quickly after the stimulator ran out of battery the patient presented with severe systemic and neurological deterioration, including rigidity, akinesia, dysphagia, and urinary infection ¿that were attributed to their previous neurological condition.¿ the battery was replaced after 10 days. Device replacement halted the patient¿s deterioration and improved their hoehn and yahr pd staging from 5 to 3, but some deterioration in their neurological state remained even after replacement. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.